Event description:
During a pulsed field ablation to treat an atrial fibrillation, a versacross connect for faradrive was selected for transseptal puncture. During the procedure, intracardiac echocardiography (ice) was used to guide transseptal puncture, and although the pulmonary veins appeared appropriately positioned, the physician became concerned about a possible aortic perforation immediately after the puncture. Sheath was not advanced and ice was used to view the aorta. No perforation was visualized on ice, but the patient blood pressure rapidly declined. Cardiology was urgently consulted to perform a transesophageal echocardiogram, and cardiothoracic surgery was called for additional evaluation. The transesophageal echocardiogram showed no effusion or ongoing perforation, but a hematoma was identified at the root of the aorta. The patient was monitored in the cardiovascular lab for 30 minutes until blood pressure normalized, then taken for a computed tomography scan and admitted to the intensive care unit (ICU) for continued monitoring. A pigtail wire from versacross connect was used, and no resistance was felt during catheter manipulation. The perforation was noted to involve the aorta, and no specific medications were documented. The patient is expected to fully recover from the event, but required hospitalization beyond standard of care and has not yet been discharged to date. No device issues were reported with the versacross device which was used for the transseptal puncture. The versacross device was disposed of and is not expected for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation to treat an atrial fibrillation, a versacross connect for faradrive was selected for transseptal puncture. During the procedure, intracardiac echocardiography (ice) was used to guide transseptal puncture, and although the pulmonary veins appeared appropriately positioned, the physician became concerned about a possible aortic perforation immediately after the puncture. Sheath was not advanced and ice was used to view the aorta. No perforation was visualized on ice, but the patient blood pressure rapidly declined. Cardiology was urgently consulted to perform a transesophageal echocardiogram, and cardiothoracic surgery was called for additional evaluation. The transesophageal echocardiogram showed no effusion or ongoing perforation, but a hematoma was identified at the root of the aorta. The patient was monitored in the cardiovascular lab for 30 minutes until blood pressure normalized, then taken for a computed tomography scan and admitted to the intensive care unit (ICU) for continued monitoring. A pigtail wire from versacross connect was used, and no resistance was felt during catheter manipulation. The perforation was noted to involve the aorta, and no specific medications were documented. The patient is expected to fully recover from the event, but required hospitalization beyond standard of care and has not yet been discharged to date. No device issues were reported with the versacross device which was used for the transseptal puncture. The versacross device was disposed of and is not expected for return. It was further reported that the faradrive sheath was used in the procedure. The packaging was thrown away by the site, and lot number was not captured. The faradrive deflection was tested outside of the body and no defects were noted with the faradrive sheath. The faradrive sheath and the versacross connect for faradrive transseptal puncture (tsp) assembly were the only boston scientific (bsc) products inserted at the time of the event. There was no cardiac tamponade noted. There also was no effusion seen on ice or transesophageal echocardiography (tee) imaging following the perforation. The patient self-clotted and there was no major clinical effect. There was no pericardial effusion noted on echo before the procedure. There were no complications noted prior to coming on radiofrequency (rf) to attempt transseptal puncture. It was possible to visualize tenting prior to rf application. Following rf application, the wire crossed into the aorta. No mechanical force was used and no devices crossed into the left atrium. Only the wire punctured the aorta. No difficulty in visualization was noted. No difficult anatomy noted. Multiple attempts were not required to track up and drop down into position on the septum before tsp was performed. There was no difficulty with imaging or visualizing the wire. Maximum tenting was observed when wire was tenting prior to rf application. Rf was attempted once and the wire slipped into the aorta. Tsp was not attempted again, and the case was called at that time. The perforation was noted in the aorta. No mechanical force was applied at this point as it was immediately realized that the physician slipped. The perforation was noticed immediately after rf puncture, indicating that the perforation occurred during rf application. The result was a small hematoma at the base of the aorta. The patient fully recovered from this event. The generator rf settings used for tsp were 1 second constant. The wire was never advanced into the left atrium because it was immediately noticed that it was in the aorta. The wire was withdrawn immediately, and no other components were advanced. There was no reason to believe that the versacross wire malfunctioned during the procedure. The patient is doing well and was discharged one day post procedure and is doing well.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) states: "careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and wire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator. Excessive force may lead to bending or kinking of the versacross rf wire, limiting advancement and retraction of sheath and/or dilator device." The IFU also states to not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue. Adverse events include: hematoma and vessel trauma. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the versacross connect device confirmed that the events of perforation, hypotension, and hematoma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable. Investigation conclusion: based on the information provided, the reported event of perforation, hypotension, and hematoma are known inherent risks of the versacross connect device. Perforation, hypotension, and hematoma are expected procedural complicatios addressed within the IFU for the versacross connect. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. H6: impact codes- corrected to include f1001.

Event description:
During a pulsed field ablation to treat an atrial fibrillation, a versacross connect for faradrive was selected for transseptal puncture. During the procedure, intracardiac echocardiography (ice) was used to guide transseptal puncture, and although the pulmonary veins appeared appropriately positioned, the physician became concerned about a possible aortic perforation immediately after the puncture. Sheath was not advanced and ice was used to view the aorta. No perforation was visualized on ice, but the patient blood pressure rapidly declined. Cardiology was urgently consulted to perform a transesophageal echocardiogram, and cardiothoracic surgery was called for additional evaluation. The transesophageal echocardiogram showed no effusion or ongoing perforation, but a hematoma was identified at the root of the aorta. The patient was monitored in the cardiovascular lab for 30 minutes until blood pressure normalized, then taken for a computed tomography scan and admitted to the intensive care unit (ICU) for continued monitoring. A pigtail wire from versacross connect was used, and no resistance was felt during catheter manipulation. The perforation was noted to involve the aorta, and no specific medications were documented. The patient is expected to fully recover from the event, but required hospitalization beyond standard of care and has not yet been discharged to date. No device issues were reported with the versacross device which was used for the transseptal puncture. The versacross device was disposed of and is not expected for return. It was further reported that the faradrive sheath was used in the procedure. The packaging was thrown away by the site, and lot number was not captured. The faradrive deflection was tested outside of the body and no defects were noted with the faradrive sheath. The faradrive sheath and the versacross connect for faradrive transseptal puncture (tsp) assembly were the only boston scientific (bsc) products inserted at the time of the event. There was no cardiac tamponade noted. There also was no effusion seen on ice or transesophageal echocardiography (tee) imaging following the perforation. The patient self-clotted and there was no major clinical effect. There was no pericardial effusion noted on echo before the procedure. There were no complications noted prior to coming on radiofrequency (rf) to attempt transseptal puncture. It was possible to visualize tenting prior to rf application. Following rf application, the wire crossed into the aorta. No mechanical force was used and no devices crossed into the left atrium. Only the wire punctured the aorta. No difficulty in visualization was noted. No difficult anatomy noted. Multiple attempts were not required to track up and drop down into position on the septum before tsp was performed. There was no difficulty with imaging or visualizing the wire. Maximum tenting was observed when wire was tenting prior to rf application. Rf was attempted once and the wire slipped into the aorta. Tsp was not attempted again, and the case was called at that time. The perforation was noted in the aorta. No mechanical force was applied at this point as it was immediately realized that the physician slipped. The perforation was noticed immediately after rf puncture, indicating that the perforation occurred during rf application. The result was a small hematoma at the base of the aorta. The patient fully recovered from this event. The generator rf settings used for tsp were 1 second constant. The wire was never advanced into the left atrium because it was immediately noticed that it was in the aorta. The wire was withdrawn immediately, and no other components were advanced. There was no reason to believe that the versacross wire malfunctioned during the procedure. The patient is doing well and was discharged one day post procedure and is doing well.